Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ (B)(4). Gynecare tvt secure system.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and the mesh was implanted. Following the procedure, the patient experienced pain and erosion and underwent revisionary surgeries and procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 09 - attachment: [02-28-2017 pah supplemental 09.zip]

Manufacturer narrative:
Date sent to the FDA: 04/20/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 01 - attachment: [02-28-2017 pah supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2016 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2016 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to FDA: 06/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 08 - attachment: [02-28-2017 pah supplemental 08.xlsx]

Manufacturer narrative:
Date sent to the FDA: 06/28/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 02 - attachment: [02-28-2017 pah supplemental 02.xlsx]

Manufacturer narrative:
Date sent to the FDA: 08/29/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 03 - attachment: [02-28-2017 pah supplemental 03.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 06 - attachment: [02-28-2017 pah supplemental 06.xlsx]

Manufacturer narrative:
Date sent to the FDA: 10/24/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 04 - attachment: [02-28-2017 pah supplemental 04.xlsx]

Manufacturer narrative:
Date sent to the FDA: 12/27/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 05 - attachment: [02-28-2017 pah supplemental 05.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 07 - attachment: [02-28-2017 pah supplemental 07.xlsx]